Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the power supply was "bulging" and the power cord was hot to touch on the martel printer, for the I-stat 1 analyzer. There was no report of any injury associated with the complaint.